Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the stuck button alarm. Customer¿s blood glucose was 126 mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Hardware low level failures error during self test and confirmed in the device history due to cold solder joint on keypad assembly.